Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that empty pump occurred. The hcp did not have access to the clinician programmer. The hcp was not with the patient. The patient was incarcerated which was why their pump had been empty for several months now. The hcp had reviewed considerations with hcp and they were wanting to have pump permanently shut off. No patient symptom was reported. No further complications were reported.